Event description:
Customer called to report that lh cleaner (clenz) was leaking on the drip tray of the unicel dxh 800 coulter cellular analysis system. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the leak. The field service engineer (fse) inspected the instrument and found that the tubing to the rinse port of the stain mixing chamber was disconnected from the check valve. The fse reconnected the tubing and resolved the clenz leak. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause of the leak is attributed to the tubing that was disconnected from the rinse port of the stain mixing chamber.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).